Event description:
Boston scientific crm received and reported the following info: "there was an infection that took place with a pt that has a medical device".

Manufacturer narrative:
Review and confirmation of mfg records was performed. No anomalies were found. A small portion of the lead was returned. Due to the contamination of the lead at the time of explant, it is not possible to ascertain the source of any infection.